Manufacturer narrative:
Investigation results: no photographic evidence or physical samples were provided to investigate the reported condition. Our quality engineer team conducted a thorough review of the device history record for the given material number 381511 and lot numbers 3249702 and 3066132. This review did not uncover any abnormalities during the production process that could have caused this defect, and all quality tests were found to be within the specified range. Unfortunately, the exact cause of this incident could not be determined based on the information available. We will continue to track and analyze complaints related to this device and the reported condition in order to identify any emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E4. The initial reporter also notified the FDA on 20 mar 2024. Medwatch report is mw5153075. An additional lot number was provided in this complaint for material number 381511. Lot #3249702 mnf date 12 sep 2023 exp date 31 aug 2026

Event description:
It was reported that bd insyte-n autoguard winged catheter tip shreds. The following information was provided by the initial reporter: on 1/25 we were alerted that our 24g IV (intravenous) catheters were shredding at the end on insertion and we pulled all of lot. We have had more shredding and this time from other lot. 16 apr 2024 response: describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No pt harm documented.